Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted on an unspecified date due to unspecified reasons. A new aus device consisting of a 5.5cm cuff, a 61-70 cm h2o balloon and a pump, was later implanted on (B)(6) 2019. Additional information received states the aus device was removed due to "infected prosthesis secondary to inadvertent bladder injury. The patient has had prior pelvic radiotherapy including retropubic mesh implantation which put the bladder at risk of damage. This was not recognized at the time of the implantation." The "patient presented with swelling/erythema around prb [pressure regulating balloon] and scrotum secondary to urine extravasation." The patient presented with these symptoms one week after having the device implanted. Following the removal surgery, the patient had recovered and a new aus device was subsequently implanted five months later. The patient is doing well and is awaiting activation of the new device in a few weeks.